Event description:
It was reported that (1)35lst was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that while manipulaing tissue with 5mm instrument and the trocar cannula snapped. The surgeon retrieved the sleeve from the pt and completed the procedure using another cannula. There was no consequence to pt.